Event description:
It was reported that the atrial lead had unacceptable thresholds, sensing difficulty, and undefined impedance. The lead was explanted. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on lead return and analysis. Evaluation summary: distal conductor fractured; full lead was returned and analyzed. If additional relevant information is received, a supplemental report will be submitted.